Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. A circumferential break was observed at the 30 cm depth marker. A suture thread was observed to be tied around the catheter at the 31 cm depth marker. A microscopic observation revealed a granular, even fracture surface with an elliptical shape to the catheter shaft at the break site. The fracture edges appeared sharp with no significant wear marks. Tensile weakness was also observed along the catheter shaft. The characteristics of the break and tensile weakness suggested the break was likely caused by excessive pulling force. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after the catheter was inserted, it was secured around the insertion site and on the catheter itself with sutures. On the second day after insertion, the catheter broke when the patient pulled on it. The broken tip remained in the insertion site, so the broken catheter could be retrieved. There was no reported patient injury.